Event description:
Initial surgery date and the name of hospital that implanted product into patient unknown. Patient was implanted with the caspar plate and screw spinal system. It was reported to aesculap in 1/2001 that patient had "broken screws" - failed instrumentation." Re-operation on completed in 1/2001 to replace plate and broken screws. Unknown if re-implanted with same spinal system.